Event description:
It was reported the patient experienced a shocking sensation down his leg and then, the therapy shut off. In 2009 the patient programmer indicated the ins had 50% charge. The patient did not bring his recharger with him over the weekend due it showing a 50% charge. The next day, the patient felt the shocking and device shut off. The patient returned home and charged the device. It took 4 hours with 7-8 coupling boxes to show a 25% charge. The patient reported charging more than expected. Additional information has been requested.